Manufacturer narrative:
Correction:     the device was not returned to edwards lifesciences for evaluation as the device remains implanted.   Per the instructions for use (IFU), valve malposition and central regurgitation requiring intervention are known potential complications associated with the transcatheter valve replacement (tvr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the sapien thv.  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device.  Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.  In patients with high-risk anatomical features for ventricular malposition (i.e., minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.   During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  In this case, procedural factors (challenging coplanar angle of the bioprosthetic) likely caused the malposition and therefore no resolution to the central mr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, procedural factors (obtaining a coplanar angle of the bioprosthetic was challenging and exceeded 65 degrees rao) likely caused the malposition and therefore no resolution to the central mi.

Event description:
During a transeptal tmvr procedure, the patient received a valve in valve in valve (sapien 3 in sapien 3 in a 33mm epic biocor) due to valve malposition and continuous moderate-severe central mitral regurgitation (mr). A transeptal tmvr was attempted in a 33mm biocor. Obtaining a coplanar angle of the bioprosthetic was challenging and exceeded 65 degrees rao. The sapien 3 was deployed inside the 33mm biocor, however the sapien 3 dove ventricular. The patient was still noted to have moderate to severe central mr. Due to minimal improvement in the mr, a second thv was implanted. A second 29mm sapien 3 valve was deployed inside the first sapien 3 in a good position with near resolution of the mr. The patient had a period of hemodynamic instability, which resolved within 30 minutes of pharmacologic support.